Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported experiencing overstimulation when around cash registers, security sensors and wireless microphones in department stores and at church. The patient alleged even without stimulation, the supra-orbital leads could be seen bunching up under her skin when she approached security sensors. Additionally, the patient reported experiencing a nose bleed from being knocked against a cash register due to overstimulation. This incident also resulted in her body shaking until she left the department store. The patient stated experiencing headaches or discomfort in her head when close to magnetic devices. Subsequently, surgical intervention was undertaken to explant and replace the ipg.

Event description:
Follow-up identified the patient no longer experiences overstimulation following the surgical intervention.